Manufacturer narrative:
The device was returned and evaluated, and customer¿s allegation was confirmed due to deformation of the connector and disconnection of the image sensor cable. The curved rubber adhesive was missing and the operating part of the angle fixing part was loose. Scratches were also found on the grip, and the up/down and right/left plates, as well as on the nigiri cover. Additionally, scratches were found on the light guide (lg) connector and the lg cover glass surface, and scratches were also found on the video connector and the video connector case. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a noise occurrence due to damage to the scope connector and no image is displayed while using the endoeye flex deflectable videoscope. The device was returned and evaluated, and deformation of the connector, and disconnection of the image sensor cable were found. There was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect of image sensor unit, failure of internal board of the video connector, or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.